Event description:
It was reported by service report that the unit tipped with a patient on it. An employee attempted to correct the cot tip and was injured. It was also found that the lift tubes were cracked. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
Lift tubes.